Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.

Manufacturer narrative:
Additional information: g2(report source), h6. Technical support confirms the customer reported problem. Technical support performed troubleshooting over to determine the customer reported issue of npi 8100 error code 200.5040. 1. Informed customer this is due to a firmware compatibility issue. 2. Customer has firmware cd and walked customer through setting up systems maintenance to flash. 3. Flashed 8100 and rebooted with no error code, recommended performing preventative maintenance. 4. Followed up with customer to learn the pm had passed, and the unit was back in operation. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.